Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues related to the corneal burn reported. The fss checked and tested all of the account¿s handpieces. The handpieces were found to be working as intended. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The corneal burn required sutures to close the wound. The patient was discharged on the day of the scheduled procedure as originally planned without any further issues. It was reported that an abbott representative provided training awareness on proper sterilization and flushing of hand pieces. This report is for the hand piece. A separate report will be submitted for the phacofragmentation unit.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for ellips fx phaco handpiece showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.